Event description:
It was reported that shaft break occurred. A 1.2mm x 12mm threader balloon catheter was selected for use. However, the shaft broke outside the body. The procedure was completed with a different device. There were no patient complications nor injuries reported and no harm done to the patient.